Manufacturer narrative:
(B)(4). Medical complication reported.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome during a stress urinary incontinence procedure. Product was used for therapeutic treatment. History of stress urinary incontinence.